Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 75 mg/dl, and the bg meter was reading 700 mg/dl. The patient was wearing a tandem insulin pump. The patient was also experiencing flu-like symptoms and body aches. Around 10:00pm, the patient¿s friend brought the patient to the emergency room. At the ER, the patient was treated with insulin and unspecified IV medications to stabilize his bg level. The patient¿s discharge is planned for (B)(6) 2024 at 2:00pm. The patient was ¿doing okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.